Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -14.50/+1.50/089. (B)(4). Method:evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -14.50/-1.50/089 diopter implantable collamer lens in to the patient's right eye (od). Excessive vault was noted as well as elevated intraocular pressure (without pupil block and angle closure). A supplemental medwatch will be submitted when additional information is available. See MFR # 2023826-2015-01175 for left eye.

Manufacturer narrative:
There was no excessive vaulting. The intraocular pressure rise was under control and the problem was resolved. No secondary surgical intervention was needed. (B)(4). Claim #(B)(4).